Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. The customer did not provide the cause of expiration. Information provided indicated that an autopsy was not performed. The pump was not explanted and would not be returned for evaluation. Due to privacy laws, no additional information regarding the event is available. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.